Event description:
Reported by internal personnel to cr via complaint comm. Form - bigopsy would not fully open and close, second bigopsy was retrieved and somewhat functioned but was described as "finnicky" and "clicky", a nitinol basket and a pirhana biopsy tool were used instead. Patient was not harmed and the procedure was not significantly hindered. Did any section of this device remain inside the patient's body? No. Did the patient experience a delay or require any additional procedure due to this occurrence? No. Has the complainant reported any adverse effects on the patient due to this occurrence? No. The following has been requested- (B)(6) 2022 1.1 for all complaints ask: 1.1.1 please describe the exact location of the biopsy site. I.e. Upper pole, mid pole, lower pole. 1.1.2 was the device functionality tested prior to use? N/a, yes, no. 1.1.3 were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no? If yes, please specify what was observed and where on the device it was observed. 1. The biopsy was being performed in the lower pole. 2. The first device was tested outside of the patient and determined to be faulty. The second device was tested and, despite some verbal complaints, was deemed good enough to try in the patient. The physician and residents struggled to successfully retrieve a sample. It is difficult to say how much of that struggle was due to the device and how much was due to the troublesome biopsy site. Regardless, this second device was described as ¿clicky¿ and ¿finnicky¿ once they gave up and switched techniques. 3. I did not notice any other device defects, and none were verbally announced by the users. The following response has been received for the above requested information.- jm (B)(6) 2022 1. I did not have access to patient information that specific. 2. The anatomy was not especially tortuous, although that would not have affected the device performance either way in this circumstance, as problems were noted with both opened devices before they were used in the patient. 3. Yes, a 12/14 fr 55 cm flexor access sheath was used. 4. The biopsy target was described as a ¿transitional tumor.¿ it was an abnormal growth on the papilla. 5. The ureteroscope used was a wolf cobra flexible ureteroscope. 6. N/a. Malfunctions were noticed prior to the device entering the patient. 7. N/a. Malfunctions were noticed prior to the device entering the patient.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 08-mar-2023.

Manufacturer narrative:
Device evaluation: 2 x blb-024115 of unknown lot number was not returned to cirl for a lab evaluation. Therefore, a document based investigation was completed. Lab evaluation: n/a. Image review: n/a. Documents review including IFU review: as the lot number of the complaint is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all blb-024115 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl it should be noted that the instructions for use (ifu0034) states the following: ¿after the handle is attached, ensure the operation of the biopsy cups before surgical introduction. Biopsy cups default to the closed position. To open the biopsy cups pull the finger spool towards the thumb ring. To close, push the finger spool forward. Note: biopsy cups need to be in the closed position before surgical introduction.¿ "visually inspect the product to ensure no damage is occurred. If the package is opened or damaged when received, do not use. If abnormality is detected that would prohibit working condition, do not use". There is not sufficient evidence to suggest that the user did not follow the IFU. Root cause: a definitive root cause could not be determined as the devices were not available for evaluation. A possible root cause may be attributed to the user technique. As a result, the cup did not close fully and prevented the device from retrieving samples from the patient. Another possible root causes may be attributed to the devices being kinked during the transportation summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.